Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back issue due to an intra-aortic balloon rupture. No patient harm was reported. This is related to iab complaint (B)(4).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse began the repairs on may 6, 2021. The following parts were replaced: 0012-00-1708 cable, pneumatics interface to backplane. 0997-00-1178 pneumatic interface module assembly. 0670-00-1162 pcba, power management. 0012-00-1640 cable assembly, pm to backplane. 0012-00-1675 cable, power on switch and led. 0012-00-1564-01 cable assembly, fan, 70mm 6¿. 0012-00-1705 cable, power pack status leds. 0670-00-1168 pcba, printer interface. 0161-00-0024-04 printer, thermal, xe-50b, custom. 0670-00-1167 pcba, pneumatics interface. 0441-00-0191 chassis, pneumatic assembly. After the replacement of parts, cleaning and sterilization were performed. Preventive maintenance including system functional check, running test, and electrical safety test were performed normally. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).